Event description:
Tamponade occurred during cryo ablation. Pt was intubated, CPR was administered pericardiocentesis was performed with no success. CT surgeon performed emergent left anterior thoracotomy and drainage of pericardial effusion as well as an emergent sternotomy with suture repair of the left superior pulmonary vein.